Event description:
Allegedly on (B)(6) 2010, primary surgery was performed. On (B)(6) 2011, the surgeon found a fluid accumulation at back side of right hip by MRI when the patient received the routine medical checkup. On (B)(6) 2013 the surgeon found any pseudotumor at front and back side of hip joint by echographic examination when the patient received the routine medical checkup. So revision surgery was performed at (B)(6) 2013. As the observation of diseased site, there are any shattered tissues around head-neck junction. Medium activity level.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in japan. This is the same event as 1043534-2013-02612, 02613, 02614.